Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825ent, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that port (1) on electromagnetic localization system wouldn't work and the electromagnetic localization system was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the concomitant product. B01, c07 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the top left port on the instrument interface was not working. It showed a green light but it was not tracking. The patient tracker was moved to another port and it started to work immediately. Another instrument was tried and the same issue occurred. There was no impact on patient outcome and the issue caused no delay.